Manufacturer narrative:
Event date is on an unreported date two or three years ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "four to five" peritonitis episodes. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified antibiotics intraperitoneally (doses and frequencies were not reported) for the events. At the time of this report, the patient has recovered from the events. Dianeal therapy was ongoing during treatment. No additional information is available as the reporter declined to provide additional information.